Event description:
It was reported that the patient received an inappropriate shock from the device about ten months ago due to af (atrial fibrillation) with rvr (rapid ventricular response). It was also noted that the device has reached recommended replacement time (rrt) and is at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.